Event description:
It was reported that patient complains of light headedness. Multiple rate drop episodes (rdr) noted. The device remains active. It was further reported that the patient was feeling "heat around the pacemaker". No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Event description:
It was reported that patient complains of light headedness. Multiple rate drop episodes (rdr) noted. The device remains active. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.